Manufacturer narrative:
(B)(4). The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08655 inches. However, pump error 63 alarm during self test. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on (B)(6) 2023 at 10:35:39.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found slight corrosion on the pcba1 and pcba2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. The pump was received without a battery cap installed. The pump was received without a battery installed. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer and a cracked reservoir tube lip were noted during testing. The following were also noted during visual inspection: a missing display window/cover, a stained keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. A cracked retainer and a cracked reservoir tube lip were confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. During visual inspection, found slight corrosion on the pcba1 and pcba2. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and the customer was hospitalized due to ketoacidosis. The customer was treated with hospitalization and the customer experienced symptoms such as chest pain, and difficulty to breath. Troubleshooting was performed and provided assistance to the customer on the pump programming. It was also found that the customer has been using the insulin pump system within 48 hours of the reported high blood glucose at the event. No further patient complications were reported, suggested to treat as per the healthcare professional instruction. The pump was returned for analysis.